Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold on the right atrium leadless pacemaker (ralp). The physician elected to explant and replace the ralp. The patient was stable following the procedure.

Manufacturer narrative:
Reported event of capturing problem was not confirmed. Visual inspection noted that the outer helix is compressed and the inner helix is stretched out of specification. This is consistent with explant damage. Further analysis performed found no anomalies contributing to reported event of capturing problem. Output verification in field settings and nominal settings are within tolerance. Longevity assessment was performed in field settings, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.